Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use two resolute onyx rx drug eluting stents to treat a lesion; the first device is ronyx27534ux and the second device ronyx27538ux. There were no abnormalities reported in relation to anatomy. There was no damage noted to devices packaging. There were no issues noted when removing the devices from the hoop/tray. Negative prep was performed on the devices with no issues identified. It was reported that stent deformation occurred in-vivo during positioning. In each case the devices were replaced by a resolute onyx of the same size. No patient injury was reported.